Event description:
The customer reported platelet background high failures on two unicel dxh 800 coulter cellular analysis systems in the customer's laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Customer states instruments were removed from service when high backgrounds occurred and was not placed back into service until the issue was resolved. The customer technical specialist ordered replacement reagent per customer request. The unicel dxh 800 coulter cellular analysis system (B)(4) is associated with this event. The beckman coulter (bec) internal identifier for this report is (B)(4). This MDR is related to MDR 1061932-2014-02188 for the other unicel dxh 800 coulter cellular analysis system serial number (B)(4) in the customer's facility.